Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported leak could not be determined. Possible factors that may contribute to leak include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen, damage to the balloon or loose connections. In this case, a conclusive cause for the reported leak could not be determined since the device was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of the 2.0x40 mm armada 14 percutaneous transluminal angioplasty (pta) catheter, when pulling negative, air came in, indicating a leak. Therefore, the device was not used and there was no patient involvement. Another armada 14 pta catheter was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.